Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8703w, lot#: l38317, implanted: (B)(6) 1996, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that her pump system was removed on (B)(6) 2018 because of a complication. No further details were provided. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the pump was explanted and was most likely discarded. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the system was explanted due to an infection. The cause of the system removal was due having an infection present. The patient experienced signs and symptoms of infection. The patient's weight was 137 pounds and the patient was 64 inches. The hcp was unsure of the status of the pump as they were not the explanting physician. No further complications were reported/anticipated.